Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: (B)(6) 2018; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-may-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (10 mg/ml, 1.768 mg/day) and bupivacaine (10 mg/ml, 1.768 mg/day) via an implantable pump. The patient's medical history included chronic back and leg pain, and history of spin fusion. It was noted that the patient was a smoker. It was reported that on 2025-dec-09 the patient had a pump refill and the expected volume was 3.9 ml; however, 11 mls was removed from the pump. The patient stated they have had increased pain in lower extremities over the last few months (exact date unknown). The date 2025-sep-15 is considered an approximate onset/date of event (specific year known only).  Regarding factors that may have led or contributed to the issue, it was indicated that the patient has had no falls or injuries reported.  On 2025-dec-15, a dye study was completed. The physician tried to aspirate the catheter but only had a few bubbles in return occurred. They then injected 2cc of dye into the catheter, which the physician indicated they had felt resistance when injecting. The catheter tip was seen at mid t9. No c ontrast dye was seen at the tip or anywhere else was showing a leak. The catheter was then flushed and the physician tried to aspirate again with no luck. A catheter revision was planned but not yet scheduled.  The issue was not resolved as of 2025-dec-15.

Event description:
Additional information was received from a company representative. The patient was scheduled for catheter revision that is to occur on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative which reported that the patient¿s white blood cell count was elevated so the procedure was cancelled for today. They will be rescheduled and the date was unknown at this time.